Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was unknown at the time of the incident and current blood glucose was unknown. The customer¿s blood glucose was over 600 mg/dl. The customer was treated with insulin drip in the hospital. It was also reported that the insulin pump was not working. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instruction. The insulin pump will not be returned for analysis.